Manufacturer narrative:
The biopsy guide was returned to the manufacturer for analysis. Analysis found one of the screws had been broken off. Analysis found that the reported event was related to a psychical damage issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Instrument has not be received by the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported the screw of the biopsy guide snapped off inside the patient. The surgeon had to drill into the patient¿s skull to take the broken piece out. This issue occurred intraoperatively and did not cause any surgical delay.